Event description:
Journal reference: alterman et al. "Deep brain stimulation for torsion dystonia in children" childs nerv syst. 2007; 23(9): 1003-1040. The article describes a study involving 19 patients being treated with deep brain stimulation (dbs) of the internal globus pallidus (gpi) for symptoms related to dystonia. A number of complications were reported. Four patients developed perioperative infections resulting in 5 devices (unspecified) being removed. All patients were treated with antibiotics and had subsequently received new implants after the infections resolved.